Event description:
It was reported that the customer was hospitalized for non-diabetes related issue. Caller stated that while the customer was in the hospital she was treated with insulin drip due to she was having issues with the insulin pump. Nothing further was reported

Manufacturer narrative:
Constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to motor error alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.